Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance and the customer successfully reset pump. The malfunction did not recur, and customer was advised to continue using pump and to call back if any malfunction messages returned.